Event description:
It was reported by service report that hydraulic sub-assembly was leaking fluid. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Other: hydraulic sub-assembly.